Manufacturer narrative:
Concomitant medical products: product ID: 1458q86 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a partial power on reset (por) during interrogation. The crt-d reset was cleared at the time of the interrogation and the device remains in use. No patient complications have been reported as a result of this event.